Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins) for spinal pain and radicular pain syndrome (radiculopathies). Patient reported that he turned his stimulation off this morning for a procedure and now he can't turn his stimulation back on. Patient was touching "stimulation on" and then seeing the unlock screen and he would unlock his controller and the main screen would come on. Patient said that his "a group" is highlighted but he isn't feeling stimulation. The intensity is set at 4.8. Patient was asked to turn his stimulation down to 0 and back up and still did not feel stimulation. Patient did not have another group to switch to. Patient's external devices are working and patient needed to have ins settings checked by the hcp. No further complications were reported.